Event description:
A customer obtained a falsely low total beta-hcg result on a patient sample. An initial result of 0.18 iu/l was obtained. There was no report of patient harm as a result of this event.